Manufacturer narrative:
This report is submitted on july 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to unknown medical reason. The patient was re-implanted with a new device during the same surgery.